Event description:
It was reported that the customer passed away while wearing the insulin pump. The caller stated that he had a very bad night with the insulin pump, and he kept trying to do something with it, but the device gave him an extreme amount of insulin. It was stated that he had 7 units of active insulin before going to bed. When he woke up his blood glucose was 170mg/dl, and he was not felling well. The mother stated that she had to leave to take her mom to the hospital, and then he passed away when she was gone. It was stated that he died due to complications from diabetes and cardiac arrest. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with depleted battery, scratched display window and cracked battery tube threads.